Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports he has had multiple utis with this product in the past. There was no photo provided. There was no harm reported. This emdr is to address the uti's experienced with unknown lots and market units.